Manufacturer narrative:
A couple of photos were shared by customer, where a kind of dirt is observed. However, its not clear where the contamination was found. One (1) used sample item #kl-msu3, one (1) unknown chemolock and one petri dish with contamination circled on a red were returned for evaluation. As received the sample # kl-msu3 was evaluated for additional presence of foreign particulate with no success. No additional damage or anomaly was confirmed. The sample was tested using a filtration system to filtered the fluid inside the device. No contamination on the filter after the test was confirmed. Complaint of particulate matter can be confirmed based on the petri dish as an evidence returned by customer. Based on the functional testing, no leaks were observed outside the fluid path of the kl-msu. Therefore, not particulates would be able to get into the fluid path during use. Further, no additional particulates were found in the fluid path of the returned sample. The probable cause and source of the returned particulates cannot be determined. D9: date returned to manufacturer 5-oct-2023.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a chemosafelock connecter. The reporter stated that there was black foreign material confirmed to be suspended. The issue was detected prior to direct patient use. The event occurred during drug preparation. The involved medication was padcev and water for injection. The mating device was kl-bs001u3. The device was changed out or replaced with no further problems encountered. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no medical or surgical intervention required. The customer performed the following testing on the sample. One(1) actual sample was received connected to a 10ml syringe. As mating devices, one(1) wfi bottle and one(1) kl-bs001 were also returned. Black foreign matter (fm) was confirmed to be suspended in the wfi bottle. It measures approximately 0.4mmx0.4mm. When they took out the foreign matter from solution, it was fragile and partially got collapsed. Foreign matter has partially metallic lusters. Edx analysis was performed for the found fm. As main components, fe, si, al, o, ti, and ni were detected. (Debris containing si or stainless steel?) They were not able to identify which the foreign matters originally come from kl-msu3, or kl-bs001u3.